Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
They keep falling apart- tampons [device breakage]. Case narrative: consumer reported via e-mail that the tampon fall apart. No injury reported.